Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: mentor smooth round moderate plus profile 325cc saline breast implant, catalog # 3502325, lot # 5675245. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent an unknown procedure with mentor smooth round moderate profile 325cc saline breast implants which is unknown which side deflated after implantation. Patient called the doctor office to inform that one breast is deflated, did not report which side. Even though we have not received information regarding explantation or an expected explantation date, removal and replacement with mentor device indicated.

Manufacturer narrative:
On 9/11/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. White material was observed within the device. Brown material was observed on the shell surface. During visual examination of the device, pe observed creases on the posterior view. A rent was discovered within a crease measuring less than 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. . Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).